Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A company representative called the customer and customer mentioned she blacked out when the insulin pump was new to her and hit her head on the porcelain floor, after giving a bolus too close to the previous bolus. There was reportedly blood when customer's spouse found the customer. Customer stated she would be speaking to their healthcare provider and declined to speak to troubleshooting specialists. The company representative stated they would follow up with the customer in a month.